Event description:
The customer reported a damaged power pca. The reported issue was clarified to ¿red x¿ in the rfu display, and the error message ¿device error maintenance¿ is shown in the screen. There was no report of patient involvement.

Manufacturer narrative:
.